Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
An evaluation of the device could not be completed as it was not returned. X-rays of the device were returned but could not highlight the excessive wear of the articular surface since it is not radio opaque. Review of the device history record for part number 00542802001 and lot number 61085897 identified no deviations or anomalies. A complaint history search for this item and lot shows an additional 0 and 0 similar failures occurred, respectively. No corrective actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. Complaints are monitored through monthly meetings (reference zwi 21.106) in order to identify potential adverse trends. Upon investigation, the likely cause of failure was unknown due to the lack of information (as no device was returned nor pictures). This investigation was completed with follow up feedback and x-ray images. It is unknown if the surgical technique was followed as op notes were requested but never received.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of initial follow up. A visual inspection of the device was conducted and showed the device had deformed on the inner left surface. X-rays of the device were returned but could not highlight the excessive wear of the articular surface since it is not radio opaque. Review of the device history record for part number 00542802001 and lot number 61085897 identified no deviations or anomalies. A complaint history search for this item and lot shows an additional 0 and 0 similar failures occurred, respectively. No corrective actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. Complaints are monitored through monthly meetings in order to identify potential adverse trends. Upon investigation, the likely cause of failure was unknown. It is unknown if the surgical technique was followed as op notes were requested but never received.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to abnormally excessive wear in the articular surface knee implant.